Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Boston scientific technical services (ts) suggest to the physician that this patient's arrhythmia burden is different now and needs more tailored programming. The device remains in service. No adverse patient effects were reported.